Manufacturer narrative:
Device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the gui touch screen does not respond to touch when ventilating patient. It was also noted that the ventilator had a constant sound and led was on, no visual alarm message. Patient was reported to have been stable. No other details have been provided even after multiple attempts by manufacturer. This MDR will be updated once more details are obtained.

Manufacturer narrative:
See attached follow up summary report.